Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 16x3.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50x16mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the tip of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 16x3.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50x16mm promus element drug-eluting stent was advanced to treat the lesion. However, it was noted that the tip of the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. A promus element,mr,ous 3.50x16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter (od) was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis.